Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files appeared to capture heartmate 3 lvas (left ventricular assist system) operating as intended. The controller event log file contained (B)(4) events spanning approximately 7 days. The default timestamp was observed throughout the file with an active controller clock corrupt alarm. The onset of the controller clock corrupt alarm was not captured in the log file; however, this alarm is indicative of a total loss of power to the system controller that would have resulted in a pump stop. The pump appeared to have been operating as intended at the fixed speed. According to the customer, the patient was asymptomatic. The patient remains ongoing and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Although no specific adverse events or device-related issues were reported, the heartmate 3 lvas instructions for use (IFU) and patient handbook outline potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as information regarding system function. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2023-02501.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted due to controller clock not set displayed upon connecting to power module. [MFR# -2916596-2023-01635] on 27mar2023, there was the same issue. The log captured controller clock corrupt events from the beginning of the log and continued until the clock was reset via the monitor. It was unknown how long the ventricular assist device (vad) was off for due to all power was depleted. The timestamp went back to default of 01jan2000 at 100 once reconnected to power. It was noted this event happened around 8 days ago based on the current timestamp in the log. Additional information stated that the cause of clock not set was due to no external power, low voltage. The patient had no symptoms.